Event description:
It was reported that the stapler device failed to fire staples into the bowel. No patient injury is known. The device and packaging was not saved. No other information is available at this time.